Manufacturer narrative:
(B)(4). The devices were not sequestered by the customer. Because the customer did not record the device serial number and no devices or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a secondary cefuroxime infusion bag did not completely infuse. There was no report of patient harm or medical intervention. Per customer the device passed asm testing and they felt the issue was that the user did not properly setup the tubing and device for the infusion.